Event description:
It was reported that during a neurosurgery procedure at the user facility an unknown drill was overheating. No adverse consequences were alleged with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The following sections were identified as "unknown" or "unk" as the reported device is an unknown drill. The device is not available for evaluation as it cannot be located by the user facility; it is not possible to perform a device evaluation without return of the device. The device cannot be located at the user facility.